Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device reached end of life (eol) battery status sooner than anticipated. Device data was not available for analysis by boston scientific technical services (ts). This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device reached end of life (eol) battery status sooner than anticipated. Device data was not available for analysis by boston scientific technical services (ts). This device has been explanted and replaced. No additional adverse patient effects were reported.